Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) entered into atrial fibrillation (af) and the ICD was activated three times delivering therapy. The patient was transported to the hospital and the device programming around therapy zone was changed. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) entered into atrial fibrillation (af) and the ICD was activated three times, one anti-tachycardia pacing and three shocks, delivering inappropriate therapy. The patient was transported to the hospital and the device programming around therapy zone was changed. The ICD remains in service. No additional adverse patient effects were reported.